Manufacturer narrative:
(B)(4). The device was not returned for evaluation and there was no reported device malfunction. The reported patient effects of worsening mitral regurgitation, mitral stenosis, hypotension and atrial fibrillation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product quality issue. Based on this information, the reported mitral stenosis, hypotension, worsening mitral regurgitation and atrial fibrillation appear to be related to patient morphology/pathology and/or procedural circumstances and not due to the mitraclip device. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial report filed, additional information was provided: on (B)(6) 2018, the patient underwent a mitraclip procedure. One clip was implanted and the degenerative mitral regurgitation (mr) was reduced from grade 4+ to grade 2+; however, the mean pressure gradient increased from baseline of 7 mmhg to 16-17 mmhg. No additional information was provided.

Manufacturer narrative:
(B)(4). Date of event - estimated; date of implant - estimated. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the recurrent mitral regurgitation with surgical intervention. It was reported that in (B)(6) 2018, the patient underwent a mitraclip procedure. The patient remained hospitalized for approximately 1 week, as her blood pressure was low. Medication was administered. Her blood pressure improved and the patient was discharged to home. During a follow-up visit, echocardiogram noted that the valve was still leaking and the patient was told that the clip was clipped too much and was not working at is was supposed to be. The patient was re-hospitalized on (B)(6) 2018 and a surgical valve repair was performed. Post procedure, the patient remained hospitalized due to hypotension and atrial fibrillation. Medication was administered and the patient improved. On (B)(6) 2018, the patient was discharged home with home health care. No additional information was provided.

Manufacturer narrative:
(B)(4). The reported patient effect of death as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported death appears to be due to a combination of the underlying patient condition (multisystem organ failure; congestive heart failure; and mitral valve stenosis and regurgitation) and a cascading effect of the deteriorating patient heath after the surgery/procedure.

Event description:
Subsequent to the follow-up #2 medwatch report, the following information was received: on (B)(6) 2018, the patient was in the hospital and died from multisystem organ failure, congestive heart failure, mitral valve stenosis and mitral valve regurgitation. No additional information was provided.